Manufacturer narrative:
On 24-nov-2020, the suspected medical device was returned for evaluation. Mentor received additional information regarding the suspected medical device. The device is a 300cc mentor smooth round moderate profile prosthesis (catalog #: 3501645, lot #: 7008057). The relevant fields have been updated. On 12-dec-2020, the investigation on the suspected medical device was completed. Investigation summary: during visual evaluation of the device, an anomaly was observed on the posterior view, consistent with a crease/fold. Leak test was performed in accordance with the mentor procedures, and the result revealed a tear within the crease, measuring less than 0.1 cm. The evaluation determined that the loss of shell integrity is consistent with a crease fold deflation of the implant shell, which is a known inherent risk of saline-filled mammary prosthesis. Deflation can occur at any time after implantation, but it is more likely to occur the longer the implant is implanted. Creating wrinkles or folds should be avoided during implantation or other procedures as it can result in a deflation in a later time. Breast implants may also simply wear out over time. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Manufacturer's reference number: pc-(B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation could be performed. Reason for device explant and/or reoperation: deflation. (B)(4).

Event description:
It was reported that a female patient underwent a revision breast augmentation with an unspecified mentor saline breast implant and experienced postoperative left-sided deflation. The diagnosis was confirmed by a healthcare professional. As a result, the patient underwent removal and replacement with an unspecified mentor saline breast implant on (B)(6) 2020.